Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was not powering on. A field service engineer used a multimeter to identify that the drawer control board on main full height enhanced drawer 6 had failed. Replaced the board successfully rebooted the station after the repair and confirmed that all functions operated correctly with the hardware test application hta test passing successfully. The system functioned as intended after the field service engineer repaired the device.